Manufacturer narrative:
Additional information noted that aspirin and plavix were administered one day before, day of, and one day after the procedure. The product is not avaiilable for evaluation and testing. However, any additional information will be submitted within 30 days upon receipt. Please note two products with the same unknown catalog and lot numbers are represented by this medwatch report and these bx velocity stents are distributed outside the united states; however, they are similar to the united states distributed bx velocity stent.

Event description:
The patient was enrolled in the study and underwent the study index procedure with administration of abciximab (reopro) and placement of two assigned stents in the distal circumflex. The second stent was placed proximal to and separate from the first stent as planned treatment for a long lesion. No reported procedure complications were indicated. However, angiographic core lab reported (after review of film) on a lesion in the proximal circumflex, revealing a 14% final residual in-lesion stenosis with no dissection and thrombolysis in myocardial infarction (timi) 3 flow. However, one day postprocedure and prior hospitalization discharge, the patient experienced a myocardial infarction, which was identified by elevation of ck 2x and ck-mb 3x the site normal limits. Of note, the patient did not experience subabrupt closure of target vessel out of the catheterization lab and although this event occurred, no repeat percutaneous coronary revascularization was performed. Additionally, it was noted that the patient did not experience shock or pulmonary edema and as well as no hemorrhagic/vascular, hematological dyscrasia or other complications.